Event description:
The doctor could not advance the essure device through the endoscopic channel. Several attempts where made to advance the device. A new essure device was delivered to the field and implanted without difficulty.